Manufacturer narrative:
Reference#: (B)(4).

Event description:
Physician reported patient undergoing patency capsule procedure on (B)(6) 2015. Kub showed the patency capsule in the mid-distal sigmoid colon. The physician then decided to move forward with the pillcam procedure on (B)(6) 2015. On (B)(6) 2016 the patient was seen and a small bowel obstruction was discovered. The patency capsule was retained at the location of the obstruction, not fully dissolved. The pillcam was also retained in the obstructed area. A small bowel reception and laparoscopy were performed to remove capsule.